Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 51.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The lead body was found covered in fibrotic growth between 7.5 and 24 cm proximal to the lead tip. Furthermore, the lead tip was found damaged and the fixation helix stretched. These damages probably occurred during the extraction procedure due to tensile stress. Further analysis of the returned fragment did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
The rv lead was explanted due to poor egm quality and high pacing threshold. Should additional information be received, this file will be updated.